Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient required a reintervention. The target lesion was located in the 1st diagonal with 99% stenosis, a length of 8.0 mm and reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation, implanting a 3.0 x 12 mm taxus study stent and post dilatation with 0% residual stenosis. The patient was discharged 2 days later on aspirin and clopidogrel. In (B)(6) 2010, an exercise stress test revealed ischemia in the anteroseptal apical and inferoapical segments and lvef of 62%. Cardiac catheterization was recommended. Four days later, the patient presented with mild recurrent anginal symptoms. The patient had coronary angiography performed. The distal left anterior descending (lad) artery was treated by implanting a 2.5 x 16 mm taxus liberte stent with post dilatation with 0% residual stenosis. The mid lad was treated by implanting a 2.5 x 12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.